Event description:
--

Event description:
Boston scientific received information that during a routine in-clinic follow up, review of stored device memory revealed that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. It was reported that at implant, pacing impedance measurements were 1,100 ohms and had trended upwards resulting in an out of range measurement. Additionally, the lead exhibited noise in unipolar configuration and increased pacing threshold measurements. The local field representative contacted boston scientific technical services (ts) with questions about saving pdf reports from the device to a usb. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the noise was oversensed, however, did not result in pacing inhibition for greater than two seconds. The physician plans to continue monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Boston scientific technical services (ts) discussed devie/lead troubleshooting options and explained that the software version that is available in the clinic does not include pdf report functionality. Programming changes were made. Current pacing impedance measurements were observed to be 1,222 ohms. Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.